Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned with no document.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (hydromorphone) (8mg/ml, 1.00mg/day) and baclofen(62.5mcg/day, 500mcg/ml) via an implantable infusion pump. It was reported that the patient started feeling "bad" on (B)(6) 2018 and began having spasms on (B)(6) 2018. The patient heard the pump alarm in the morning on (B)(6) 2018. The details of the patient feeling bad was not given. The patient went to the hcp's office and the pump reading showed motor stall on (B)(6) 2018 at 07:33 with no recovery. The pump was replaced on 2018-mar-07. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.